Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results for the device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Additionally, before firing, inspect the jaw tips to ensure vessel or tubular structure enclosure. The shaft can be rotated 360 degrees to facilitate visualization and accurate placement. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the jaw could not be released from the cystic artery after a few firings. The jaws were released somehow but the device became not to be fired properly after that and clips fell into the patient from the jaws. The fallen clips were retrieved with a forceps through a trocar. No damage occurred to the patient tissue. The doctor commented as follows; there was a possibility for the device to be twisted when it clamped the cystic artery. Another device was used to complete the procedure. There were no adverse consequences for the patient.